Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and not turning on. Insulin pump had fluid in as it was exposed to moisture. There was damage to battery cap as battery cap contacts were missing. The battery of insulin pump had lasted less than expected. There was no damage to retainer ring. Customer reported that reservoir can lock in place. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue use of device.